Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4).a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection, the breathing bag have a tear. During the test, anesthesia circuits did not pass the leak test. The root cause of the reported issue was found to be manufacturing. Production personnel did not detect and scraped the damaged breathing bag. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
Hold pj 12.30 it was reported that the device had air leakage during pre-use test. No patient injury was reported.